Manufacturer narrative:
Related manufacturer report number: 2916596-2021-01552. Manufacturer's investigation conclusion: investigation revealed no external power alarms on (B)(6) 2020 due to a temporary loss of power while connected to the mpu. This event is reported under MFR#: 2916596-2021-01552. The reported event of a no external power alarm was confirmed via the submitted log file. The submitted log file, labeled (B)(4), contained data spanning approximately 21 days (on (B)(6) 2020 per the timestamp). The log file captured intermittent no external power alarms occurring from on (B)(6) 2020 at 10:14:57 to 11:29:27 while being connected to the mobile power unit due to a temporary loss of power while connected to the mpu. The alarms were resolved when power to the mpu was restored. The system controller backup battery supplied power to the system during the loss of external power. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The submitted log file, labeled (B)(4), contained data spanning an unknown amount of time. The system controller clock was not set for a portion of the events in the log file; therefore, the timeframe of the log file is unknown. The log file captured no external power alarms on (B)(6) 2020 from 11:06:14 to 11:06:29 and on (B)(6) 2001 from 01:00:01 to 01:01:06 while being connected to the mobile power unit due to a temporary loss of power while connected to the mpu. The alarms were resolved when power to the mpu was restored. The system controller backup battery supplied power to the system during the loss of external power. The alarm did not affect the controller¿s ability to operate the pump at the set speed. Multiple attempts were made to obtain additional information regarding the reported event such as if the mobile power unit (mpu) has a v-lock connector on the ac power cord, if the power cord came loose at the wall/outlet or the back of the unit, and if there were any environmental circumstances that would have affected the ac power at the time of the event; however, no response was given. The root cause of the reported event was determined to be a loss of ac power while connected to the mobile power unit the device history records were reviewed and the records revealed the heartmate mobile power unit, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on (B)(6) 2018. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook under section 3 ¿powering the system¿ covers how to ensure that the mobile power unit is plugged in to ac power properly. It also covers how to make sure to pull back on the end of the power cord to ensure a secure connection has been made. In addition, heartmate iii patient handbook mentions that the mobile power unit should not be plugged into an outlet that is controlled by a wall switch or an outlet that is on a multiple outlet adapter (power strip). Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was originally reported against the hmii lvas kit in manufacturer report number: 2916596-2020-04733. This report is to report the no external power event against the mobile power unit (mpu). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-04733. It was reported that the patient was admitted to the emergency department after reportedly trying to change out controller for back up battery fault. After removing driveline he passed out, family did cardiopulmonary resuscitation until emergency medical services arrived and they were able to reconnect controller. Log file analysis showed few yellow wrench alarms. The first, on (B)(6) 2020, was a replace controller message due to lcd faults events which self-corrected. The second appears to have been the result of a backup battery fault, as you noted, which prompted the patient to disconnect the driveline and lose consciousness. This occurred at 10:24 am on (B)(6) 2020. At 10:29 am the patient disconnected both power leads causing a no external power alarm prior to the driveline disconnect. The driveline was reconnected at 11:04 am then disconnected a few seconds later. In addition, the log noted multiple unsustained power/flow elevations on (B)(6) 2020 and (B)(6) 2020. The log file captured a no external power event on (B)(6) 2020. This was caused by power to the mobile power unit being briefly interrupted.